Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user received an occlusion message while using an infusion set and resolved it after performing a fill tubing process and disconnecting from the body; blood glucose display returned and was unaffected, with a reported value of 169 mg/dl. Symptoms included no reported adverse clinical effects. Outcomes included restoration of insulin delivery and continued therapy without medical intervention or hospitalization. Investigation included troubleshooting and education with the user. Investigation of this case revealed an occlusion condition that cleared after supply handling and line priming, consistent with an infusion set or tubing obstruction associated with the infusion set component. It was concluded, based on previously established findings for similar reports, that the cause was likely a transient infusion line occlusion that resolved through user troubleshooting.